Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies found, however blood was found on the helix; full lead returned and analyzed.

Event description:
It was reported that according to the customer, the helix was already deployed when the package was first opened. It took 17 turns counterclockwise to retract the helix for safe use during the implant. During lead positioning in the atrium, 20 clockwise turns were applied to extend the helix. However, later the lead was displaced during the stability check and it was decided to replace the lead because of a bad helix mechanism in this lead. The lead was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "stable".